Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked. The patient was admitted to our hospital for treatment of gallbladder stones with cholecystitis. On (B)(6) 2025, at 19:30, intravenous infusion therapy was administered per physician's orders. While flushing the line with 0.9% sodium chloride injection, the nurse observed leakage at the valve of the closed-system intravenous catheter. The needle was immediately removed and replaced with a new disposable IV needle for reinsertion, causing the patient discomfort and pain due to the repeated puncture.